Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's mother reported patient had been admitted to the ICU for elevated blood glucose level; was released today. Mother stated the pump does not work after the cartridge reaches the 100 unit and under mark in the cartridge. Mother alleges the patient has had two hospitalizations that they blame on the pump. Mother reported patient had two episodes of dka requiring hospitalization and treatment with IV insulin. Mother stated the patient had injections on top of using the pump. Mother reported the injections get the elevated blood glucose levels down, but the blood glucose level goes up when using the pump exclusively. Patient uses a competitor's infusion set. Cartridge and infusion set have been discarded. Requested return of the alleged pump for evaluation.